Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with 'cuts' on his back and waist. Follow up indicated that the patient was given a 'healing agent' at the hospital and the irritation improved.